Manufacturer narrative:
The n290 was returned for failure investigation. It was found there was no information in the memory to download. It was fully tested to the alarm performance verification tests, and all alarm limits functioned correctly. A full performance verification test was then performed and the n290 functioned properly. If any new or significant information is gained a supplemental report will be submitted.

Event description:
On 8/22/2007, nellcor puritan bennett received a report from a biomed. He had received a n290 pulse oximeter, which he was informed did not provide a sensor disconnect alarm. The reporting biomed stated that, he could not duplicate the reported problem and the n290 operated properly and the alarms worked correctly.